Manufacturer narrative:
Device evaluation of monitor sn (B)(6)has been completed. The reported problem (battery faults) has been confirmed. Upon investigation the monitor was receiving battery faults. The cause for the failure was isolated to contamination in the battery connector. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was receiving battery faults.